Manufacturer narrative:
The t:slim g4 user guide states, "to place the pump in storage mode, connect the pump to a power source and then press and hold down the screen on/quick bolus button for 25 seconds". The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while the customer was charging the pump with an external battery pack, the pump shut off. Customer reported an elevated blood glucose (bg) level of 400 (mg/dl) and delivered correction boluses to treat bg levels. A review of pump history with tandem technical support indicated the pump was storage mode. Customer acknowledged.